Event description:
Report received from (B)(6) states: "cutter makes unusual noise during operation and stops now and then yet continues to aspirate. No pt impact."

Manufacturer narrative:
The device has been requested yet not been returned for eval.